Event description:
A pt with a previous fusion at c3-c6 experienced adjacent disc disease at c6-c7 and was implanted with a plate and screws for fusion on an unk date. Pt did not fuse at c6-c7 and two expansion head screws in c6 broke. The pt was returned to the operating room on (B)(6) 2012 for removal of the plate and screws. The screw heads and locking screws were removed and discarded. The surgeon then attempted to use the conical extraction screw to remove the shafts and the tip of the extraction screw broke off inside one of the shafts. The screw shafts could not be retrieved and were left in the pt. Pt was re-fused with a 2 level plate with screws placed in c5 and c7. This report is #4 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.